Manufacturer narrative:
Based on a review of the sensor data available in the data management system (dms), the observed discrepancies were attributable to the lag between bg and sg, which is inherent to the sensing technology, and the system was working within expectations. The user was advised to continue using the system, calibrating when glucose is stable, if possible, and to reach out if there were additional concerns. Dms review confirmed the system was current with active use.

Event description:
On january 19, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.